Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A gradual decrease in hearing performance with the device was reported. There was no accident, trauma or significant medical condition reported. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: investigation revealed damage to the active electrode likely caused by repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
A gradual decrease in hearing performance with the device was reported. Re-mapping with affected channels disabled did not improve performance. There was no accident, trauma or significant medical condition reported. Re-implantation was performed.